Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 500 mg/dl. No symptoms were reported at the time of the incident. Customer stated that a no calibration occurred and that the infusion set was changed. The customer did not state treatment for the high blood glucose. No troubleshooting was provided. The insulin pump will not return for analysis.